Event description:
It was reported that this pump had stopped working as the patient did not have good therapy; the pump was replaced in (B)(6) 2013. The patient had pain on his tailbone but this was also present when this pump was working. No motor stall or other issues noted with the pump as shown on the physician programmer. A therapeutic bolus was also given and there was no response to the bolus. Reportedly, the physician had felt the pump maybe slowing down due to its age and needed to be replaced or it could have been related to the patient¿s condition. In addition, a volume discrepancy was also reported. The actual residual volume was greater than the expected residual volume. The physician had drawn more medication from the pump that what was expected and that was another reason for the replacing the pump. This device system delivered baclofen. The patient further reported that when this pump was implanted it was ¿great¿ as his legs were loose and body, ¿it was fine,¿ and the patient could work and do every day routines. Approximately eight to ten months prior to the date of this report, the patient¿s spasticity got worse. An aspiration test and dye study was done with no kink or leak and everything seemed ¿good.¿ the catheter had good flow. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
B)(4).

Event description:
Additional information received reported that on b)(6) 2012 a lateral thoracic and ap/lateral abdominal radiographs were performed and it was noted "possibly kinked or pulled catheter in lumbar region." Then on b)(6) 2012 a catheter access port dye study/CT myelogram showed no evidence for catheter tip loculation, tear, leak or disconnection. Symptoms the patient had experienced included "subjectively" increased spasticity in the lower limbs (hip adductors and knee extensors) as well as weakness in the legs. It was reported the volume discrepancy occurred prior to b)(6) 2013, the expected volume was 8.1ml while the actual volume was 12.5ml. The cause of the discrepancy was unknown, "possible under infusion from pump?" It was also reported the patient had under treated ocd (obsessive compulsive disorder) which "may be contributing to subjective feelings of increased spasticity." No further information was provided.